Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received unexpected restart alarms. The customer's blood glucose was 100 mg/dl at the time of incident. The customer stated that a basal was not programmed before the unexpected restart alarm. The customer stated that the insulin pump was not stored and was not in use for an extended period of time. The customer stated that the alarm occurred after inserting a new battery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, a21 error test, self test and off no power test. No a21 alarm noted. The insulin pump had normal operating currents and no unexpected restart issue. However, the insulin pump was received with cracked reservoir tube lip.

Manufacturer narrative:
Additional information has been received, which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer continues having issues with the insulin pump. The customer stated it's becoming a chronic problem, when he changes the battery, quickly after it will reboot the pump. The customer stated what led to the complaint was multiple alarms that occurred in the last month. Advised the customer the insulin pump was going to be replaced. The customer's current blood glucose was 100mg/dl.